Event description:
The facility reported a colleague infusion pump with a failure code of 814:04 on channel c. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 on channel c was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty channel c pump head module. The channel c pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.